Event description:
Meter name: basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported very angry. Tried 3 times and keep getting message and keep getting not ok message. Their meter allegedly would only prompt message of not ok. The result on their meter was unable to test. The result on the: no comparison. The time difference between pt's meter and: no comparison. Treatment was none. No furhter info has been reported.